Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a lead integrity alert was issued. Save to disk revealed several non-sustained ventricular tachycardia (vt) episodes, noise and oversensing. A lead fracture was suspected and the lead was subsequently replaced. During the lead revision procedure the physician experienced difficulty retracting the helix. The lead was successfully extracted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).